Event description:
Reportedly the pt had aortic aneurysm repair using a graft and 4/0 surgipro suture. While the pt was on the bypass pump, the distal portion of the anastomosis came apart due the suture breaking. The anastomosis was repaired without any further complications. Pt's condition is stable. No add'l info was available.

Event description:
Reportedly the pt had aortic aneurism repair using a graft and 4/0 sugripro ii. While on pump, the distal portion of the anastomosis came apart, due to the suture breaking. Aorta repair was required.